Event description:
Additional information received reported that the patient had post-operative discomfort. On (B)(6) 2025, the patient had excessive drainage causing the patient to fall into a coma and bleed and be admitted to the intensive care unit (ICU). After 6 days of rescue. The patient's condition stabilized. After the examination by the doctor, it was found that the situation was caused by the threshold value automatically changed from 2.5 to 1.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient underwent a hydrocephalus shunt operation on (B)(6) 2025. Their symptoms improved after the operation, but subdural effusion appeared on (B)(6) 2025 and the patient fell into a coma. When the clinical staff used a pressure regulating tool to measure the pressure, they reported that the pressure had dropped from the previous 2.5 gear to 1.5 gear. Clinical staff performed drilling and drainage to drain the accumulated fluid, and after the operation the pressure was adjusted to 2.0. On (B)(6) 2025, the valve gear was 2.0. When the pressure was measured again on (B)(6) 2025, it was found that the gear had changed to 2.5. The clinician reset the position to 2.0. On (B)(6) 2025, the pressure was measured and remained at 2.0. Since the patient had been in the ward, the doctor had tried their best to rule out the influence of the relevant magnetic field before giving feedback. Because changes in valve pressure had a significant impact on the patient and the cause of the valve change was unknown, the doctor was worried that valve pressure changes might occur again in the future. The patient was still in the hospital, and their vital signs were stable, but they were unable to speak. The patient's medical history included that the patient had hydrocephalus symptoms after undergoing aneurysm clipping surgery.